Manufacturer narrative:
Subject device(s) were returned for evaluation for the complained issue. Visual inspection confirmed that device(s) were received without sutures or t1 and t2 anchors. Review of the device history records was performed which confirmed no discrepancies. A complaint history review did not identify any additional complaints for the specified batch/lot number on file. Functional testing confirmed that the devices actuated as intended. The reported complaint could not be replicated. (B)(4).

Event description:
During an internal meniscus + dt4 procedure utilizing a fast-fix 360 straight ndl delivery system, it was reported that the t2 anchor deployed prematurely. There were no reported injuries or complications. A backup device was available and the procedure was completed successfully. (B)(4).